Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump fell off. The customer's blood glucose was 140 mg/dl. Advised customer to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments or partial display due to cracked and bleeding lcd glass, unable to perform self-test and displacement test due to missing segments or partial display.